Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched messages were confirmed and reproduced while loading a set. This condition was determined to have been caused by the door hooks being out of adjustment, which required increased force to close the door. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump had door not fully latched messages. It was also reported there was no patient involvement.